Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation as the device is in vivo. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e allofit allo classic shell 42/dd) are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
A patient is pursuing a legal claim. It is reported that a patient was implanted with an alloft-s allo classic shell 52/ii on (B)(6) 2006 and is now monitored due to unknown reasons.

Manufacturer narrative:
As there is no alleged deficiency regarding zimmer biomet products, this event is not considered as a complaint anymore. Please invalidate this case from your system. Zimmer (B)(4) will invalidate this case from the system. (B)(4).

Event description:
As there is no alleged deficiency regarding zimmer biomet products, this event is not considered as a complaint anymore.